Event description:
Rptr has used the perclose device hundreds of times for femoral artery closure. Recently rptr has had three patients who have required vascular surgery for complications resulting from use of the device. These have been reported to the company. Rptr concern now is that the complication rate from use of the device is higher than being reported. Rptr recommends that the FDA conduct a review of the complication rates and require that the company or some other entity conduct a study which includes angiography of the relevant artery immediately after use of the device.